Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400604940. The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint:(B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: n030004. 2.5 hours of operation: 38484 hours. 2.6 further information: n/a . 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The history files from (B)(6) 2023 to (B)(6) 2023 (specified date of the incident, given from the customer) were investigated. At (B)(6) 2023 14:42 pm a space line was inserted. One minute later the vtbi was set to 244 ml and the time to 04:00 hh:mm. The infusion was started at 14:43 pm with a rate of 61 ml/h. The infusion was stopped at 18:43 correctly, by reaching the set vtbi (244,05 ml). Between the 14:43 pm and 18:43 pm the infusion was stopped and started again a few times. Furthermore, no anomalies could be detected inside the history files. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The p2- and p3-connector shows oxidized contacts due to fluid ingress. Furthermore, liquid residues under the ribbon cable (operating unit - mainboard) could be detected. In addition, the device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. A damage at the lc-display could be detected. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +1,44%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected. To investigate the inside, the device was disassembled completely. Some liquid residues could be detected inside the device. But no visual damaged parts could be detected. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. The complained malfunction could neither be reproduced nor detected in the history files. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(6). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion - blood transfusion" according to the customer: "blood transfusion programmed over 4 hours. Only delivered half of the infusion. Didn't alarm throughout."